Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's parent called and reported that the customer's pump has a sticky act button and the pump may have been over delivering insulin. The customer¿s blood glucose level was in the 60 mg/dl range at the time of the call. The caller believes the pump is over delivering especially after lunch. The caller also reported receiving a no delivery alarm. Troubleshooting was not completed as the caller disconnected he call. The insulin pump will not be returned for analysis.